Event description:
It was reported that the stent inadvertently deployed. A 7 x 40 x 130 innova self expanding stent was selected for a procedure in the superficial femoral artery (sfa). During preparation, the innova stent was half deployed when the package was opened. The device did not enter the patient. The procedure was completed with another innova device. There were no patient complications reported.

Event description:
It was reported that the stent inadvertently deployed. A 7x40x130 innova self expanding stent was selected for a procedure in the superficial femoral artery (sfa). During preparation, the innova stent was half deployed when the package was opened. The device did not enter the patient. The procedure was completed with another innova device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed approximately 7mm from the distal end of the middle sheath. There was a kink to the outer sheath at the nosecone. Microscopic examination revealed a flat spot approximately 59.5cm from the nosecone. Inspection of the remainder of the device presented no other damage or irregularities.